Event description:
Pt was born with pectus excavatum. Dr surgically implanted a solid silicone implant in chest to correct the problem and said there would be no problems for the rest of pt's life with this implant. But over the years pt's body seems to be falling apart with medical conditions.